Event description:
Meter name: one touch basic original. Strip name: one touch test strips. Meter code: 9. Strip code: 9. Strip storage: stored correctly. Symptoms: confused and very cold. The patient's caregiver reportedly called 911. The meter allegedly was inaccurately low. The patient's result on the meter was 49mg/dl. There was no result documented from the emt meter. The time difference between the patient's meter and the emt meter was less than 10 minutes. The treatment was unknown. No further information has been reported